Manufacturer narrative:
(B)(4) - infection. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. Two possible batch numbers are reported as follows: batch (B)(6).

Event description:
It was reported that a pt underwent a surgical procedure on an unk date and suture was used. The pt experienced an infection at the incision site. Add'l info was requested.